Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The coin slot on top of the returned battery cap was stripped and it was unable to be tightened properly onto the battery compartment. Using a test cap, the pump powered up and functioned properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery cap was damaged. This report is made based on the results of investigation completed on 11/18/2014.